Event description:
Healthcare professional (hcp) reports one incident of blood leak on psn 210 dialyzer. Air leak was not performed. Blood leak occurred at start of treatment. Leak was noted at blood leak alarm and verified visually in the dialysate. Blood was not returned to the pt with an estimated blood loss of 250cc. Pt as administered 11.5 units of epogen prophylactically. Treatment was resumed with new disposables and continued without further incident. No pt injury reported per hcp.